Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) requested a review of reports for the patient with this cardiac resynchronization therapy defibrillator (crt-d), following a patient-reported shock. Technical services (ts) was consulted and reviewed the device data, confirming that no shock therapy had been delivered. However, high out of range pacing impedance measurements greater than 3000 ohms were noted on the left ventricular (lv) channel. No adverse patient effects were reported. This crt-d remains in service.